Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that patient's pulse generator exhibited loss of radio frequency (rf) telemetry while attempting interrogation. The pulse generator was then re-interrogated successfully. The patient was recovering.